Manufacturer narrative:
Occupation: quality engineer. PMA/510k #: exempt. Investigation ¿ evaluation: a review of the dimensional verification, complaint history, device history record, drawing, quality control, specifications, and a visual inspection and functional evaluation of the returned device were conducted during the investigation. The inspection of the returned device confirmed that the metal stiffening cannula was able to be removed from the catheter encountering some difficulty. A visual examination of the stiffening cannula did not detect any damage or defects. The reinsertion of the stiffener into the catheter and its removal was successful, and no difficulty was encountered in the operation of the device. All measurements of the device confirmed the device was within its specified tolerances. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. The reported condition could not be confirmed or reproduced via testing. Measures are being conducted to address this failure mode. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints.

Event description:
It was originally reported that, after the needle and drainage catheter were inserted into the patient, the user found that the needle could not be withdrawn from the cannula. To remedy the situation, the user withdrew the entire assembly together and changed to another of the same type of device to finish the procedure successfully. It was later discovered that the failure mode identified during the physical evaluation of the device corresponds to a higher level of severity as specified by our risk documentation. The results of this investigation are included in this report.